Event description:
It was reported that the buttons not responding on the customer's insulin pump and customer received a motor error alarm. The customer did not recall any significant events leading up to the keypad issue. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 146 mg/dl at the time of this report. She declined troubleshooting for the motor error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.